Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; h.6.

Event description:
Healthcare professional later reported that patient "did not replace their implant" rather healthcare professional "removed it, cleaned the pocket and replaced" the same device again.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." Device remains implanted.